Manufacturer narrative:
Patient information was not made available from the site. On 02/02/2017, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a transforaminal lumbar interbody fusion (tlif) spine procedure, the surgeon alleged an inaccuracy of 2-3 millimeters occurred. No specific direction of the alleged inaccuracy was provided. This occurred in the spine application when using mast for the tlif procedure. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.